Manufacturer narrative:
Concomitant medical products: fr995-29 tissue valve implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a sudden increase and then decrease in battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.